Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the lead was not confirmed. Analysis showed that the lead resistance measurements were normal, a passing hipot test and x-ray inspection showed no abnormalities except for a slightly stretched-out helix, likely explant damage..

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Subsequently, the lead was explanted. No additional adverse patient effects were reported.